Event description:
The reporter stated that the surgeon had inserted a single piece silicone lens model aa4204vf into the patient's eye and the lens turned vertically toward the temporal, due to the patient having weak zonules. The surgeon saw a wrinkle in the capsular bag and thought it might be a tear, he removed the lens without any damage to the lens or patient injury. He put viscoelastic in the capsular bag and realized there was no tear. The surgeon put a competitor's lens in the patient's eye. At one week post-op, the patient's visual acuity was 20/50 and now they see 20/30. There was no complaint against the lens, it was a patient issue.

Manufacturer narrative:
Results: a visual inspection of the returned product shows no visible damage to the lens. There is clear and reddish surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.